Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid procedure, after an hour to an hour and a half of use, the doctor removed the seal cap and handed it to the scrub tech. The specimen was removed and he had the colon out and completed the resection. When he went to place the seal cap back on to maintain pneumoperitoneum to check of hemostasis, the specimen bag tore as he tightened the iris down. No pieces fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.